Manufacturer narrative:
The user experienced severe hypoglycemia requiring glucagon administration and hospitalization while using ilet therapy. Engineering review confirmed that device data corresponding to the reported event date were available and showed no device malfunction alerts or factory resets. The complaint investigation determined that the user inserted a full insulin cartridge into the ilet without completing the required rewind procedure while the infusion set remained connected to the body. Device logs showed a tubing fill of approximately 29.2 units immediately after the rewind and supply change sequence, consistent with the reported use error. The ilet subsequently generated appropriate urgent low and low glucose alerts and reduced insulin delivery in response to falling glucose values. Based on the available information, the event was attributed to user error involving failure to rewind the pump before cartridge insertion while connected to the infusion set, resulting in unintended insulin delivery. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with a reported blood glucose level of 22 mg/dl resulting in hospitalization. The user was treated with glucagon and additional hospital treatment and remained hospitalized from (B)(6) 2026 through (B)(6) 2026. The user recovered and resumed ilet therapy following discharge.